Event description:
It was reported that guide wire fracture and coating detachment occurred. The target lesion was located in the tibial artery. A 014/300 platinum plus¿ guide wire was advanced to the lesion; however, it was noted that the device broke and was completely frayed. It appeared that the "jacket on the device with the polymer" completely came off from the tip of the wire. The device was completely removed from the patient¿s body. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: around 70 years of age. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has distal end damage and wire kinked, as part of overall visual revision. The unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented: body kinked and the spring tip damaged (coilwire unraveled and corewire broken). All the outer diameter measurements are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture and coating detachment occurred. The target lesion was located in the tibial artery. A 014/300 platinum plus guide wire was advanced to the lesion; however, it was noted that the device broke and was completely frayed. It appeared that the "jacket on the device with the polymer" completely came off from the tip of the wire. The device was completely removed from the patient's body. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was fine.